Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed/reproduce by failure analysis. Visual inspection revealed no signs of physical damage. The instrument was tested and operated on an in-house system, where it successfully passed the recognition and engagement tests. It moved smoothly with a full range of motion in all directions, and the grips functioned properly. The instrument also passed energy recognition tests on both the e-100 and erbe generators. It attached to and detached from the arm multiple times without any issues. The instrument was found to be fully functional, and no product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, when the vessel sealer extend (vse) instrument was moved up and down by the surgeon, the instrument moved side to side. The surgeon stated the instrument felt like it was stuck. The instrument had jerky movement like it was stuck on something, however, there was nothing on screen that it was stuck on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was confirmed to be persistent, and as a result, the instrument was replaced to complete the procedure without further issue. The was no report or allegation of shakiness or friction during the event. There was no injury to the patient as a result of the reported issue. The customer further advised that recording is turned on for all cases, therefore, unless there was a problem with the hub at the time of the event, a video recording of the procedure should be available. However, it has not yet been received as of the date of this report.